Event description:
It was reported that there was previously small r waves measured on the right ventricular (rv) lead. The patient was seen in the office and no r waves were sensed during sensing test. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, implantable pulse generator (ipg), implanted: (B)(6) 2011; 5086mri, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).